Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the valve turned inside out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p93w3e. Device analysis: the analysis results found that the 2h12lp device was returned with no damage in the external components. Upon evaluation, the one of the seals of the universal seal was found damaged. In addition, no missing pieces were observed from the sealing components. It could not be determined what may have caused the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.